Manufacturer narrative:
Performed visual inspection on lancing device. Lancing device was mounted onto simulated skin and fired. Device did penetrate correctly. Did not observe lancet pushed back in or fully down. This complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: the date of manufacture is unknown.

Event description:
Customer's wife reported that beginning in (B)(6) 2010 customer sporadically noticed the lancing device he uses with his freestyle freedom lite blood glucose meter does not penetrate the skin and noted that the lancets push back in if not fully pushed down. Caller further reported customer experienced problems driving to work, staying alert at work, diaphoresis at night and had a lack of concentration. Caller additionally noted that on (B)(6) 2011 customer experienced a loss of consciousness. Customer self-presented to his healthcare provider, but did not receive a diagnosis. Customer was given a new oral medication, onglyza (saxagliptin). Customer denied self-treating. There was no report of death or permanent injury associated with this event.